Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system unable to dispense from pyxis, stating that there was a fatal error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to dispense from pyxis, stating that there was a fatal error. A field service engineer dialed into a different station on-site and was able to remotely access the troubled station using c drive. Deleted unnecessary files and confirmed the operation. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).